Manufacturer narrative:
The returned device was evaluated to determine the cause of the failure. The reported complaint was confirmed due to a defective power connection to the printed circuit board. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Event description:
It was reported that the battery of the renasys touch unit does not hold charge.